Manufacturer narrative:
Additional information: three (3) actual samples were received for evaluation. Visual inspection by naked eye was performed and found the samples were returned with the green caps attached to the patient connectors, intact and in the correct position. The caps did not fall off the samples when handled and the caps and patient line luers met specification. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line caps on three (3) amia automated pd cycler sets were ¿loose and would easily fall off.¿ this occurred during setup for peritoneal dialysis (pd) therapy. The patient did not use the sets with the loose caps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.